Event description:
(B)(4). It was reported that subsequent to a coronary stenting procedure an in-stent restenosis with chest pain and myocardial infarction occurred. The patient presented with unstable angina in (B)(6) 2012 was referred for cardiac catheterization. The procedure revealed a 100% stenosed de novo target lesion located in the 1st obtuse (ob) marginal with a vessel diameter of 2.25mm and a length of 25mm. The target lesion was pre-dilated by an unspecified balloon catheter and placement of a 2.25mm x 28mm promus element plus stent with 0% residual stenosis. In (B)(6) 2013, the patient presented with chest pain and myocardial infarction and hospitalized on the same day. Elevated cardiac enzymes were observed. The in-stent restenosis of the study stent in the 1st ob marginal was treated with balloon angioplasty and placement of a 2.5x8mm promus element stent. Additionally, three areas of the right coronary artery (rca) were treated with stent placement. The event was considered resolved and the patient was discharged 2 days post-procedure on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).